Manufacturer narrative:
Received one (1) used 123390488 primary plum set for inspection. The tubing had an incomplete insertion at the bond pocket (64.master-301). The set was air pressure leak tested per 64.master-301 to 8 psig (cal ID: p-1g-061). There was leakage from the tubing bond pocket interface. One (1) photo and one (1) video were returned showing an incomplete insertion of tubing in the bond pocket. There was leakage observed. Received one (1) used 123390488 primary plum set for inspection. The tubing had an incomplete insertion at the bond pocket. The set was leak-tested per product specifications. There was leakage from the tubing bond pocket interface. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum set generated a leakage at the connection between the secure lock connector and tubing during dextrose infusion. A sample video was provided showing the leakage. There was patient involvement but no patient harm. No further information is available for this complaint.